Event description:
It was reported that the patient underwent a revision surgery, due to a screw backing out.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.